Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a plate was difficult to extract. The patient had a proximal tibial fracture. When the surgeon tried to extract the plate, which was implanted by another surgeon in 2011, he could not extract the proximal screw and tried to extract it by the extraction screw. However, the head broke. Finally, the surgeon extracted the residue screw with the plate by rotation. It took a long time from the implant. The surgeon thought the plate may have been hard to extract since the patient was a young male. Even if the surgeon did not wear the screw ridge, he could not rotate the screw and it broke with the extraction screw, suspecting something was wrong. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The results of additional evaluation showed that no manufacturing related problem could be detected. No product fault could be detected. Placeholder.